Event description:
The manufacturer reported that during operation of the console at the bad homburg office by xenios application specialists, the p3 value was not displayed or recognized on the console upon connecting the p3 sensor to the xlung kit 230. Switching the integrated pressure sensing connecting cable did not resolve the issue. The complaint sample was available for product investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The manufacturer reported that during operation of the console at the bad homburg office by xenios application specialists, the p3 value was not displayed or recognized on the console upon connecting the p3 sensor to the xlung kit 230. Switching the integrated pressure sensing connecting cable did not resolve the issue. The complaint sample was available for product investigation; however, the device was not returned.

Manufacturer narrative:
Additional information: b5, d4, d9, h3 plant investigation: nonconformity was not observed during the manufacturing process. No similar complaint has been reported concerning this batch number. The complaint sample was not received for product evaluation. As the sample was not retained, a definitive cause for described failure of the integrated pressures sensing port of the xlung kit 230 could not be determined.